Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for an unknown synthes titanium elastic nail system/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted, explanted date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lyman, a., wenger d., landin, l. (2016), pediatric diaphyseal forearm fractures: epidemiology and treatment in an urban population during a 10-year period, with special attention to titanium elastic nailing and its complications. Journal of pediatric orthopaedics b. Volume 25, pages 439-446., sweden. The aim of this study is to describe the epidemiology of pediatric diaphyseal forearm fractures in an urban population and the complications of titanium elastic nailing. Between january 2003 to december 2012 the study was conducted 456 diaphyseal forearm fractures in patients 0¿16 years old. The 86 fractures in 83 children were treated with an unknown synthes titanium elastic nail system. Complications were reported as follows: one patient had implant migration requiring reoperation. Two patients had implant migration requiring early implant removal. Two patients had anterior interosseus nerve palsy. Six patients had ulnar nerve palsy. One patient had median nerve palsy. Three patients had superficial radial nerve palsy. Three patients had extensor pollicis longus (epl) tendon ruptures following surgery. One patient had postoperative compartment syndrome in two open forearm fractures on separate occasions. Thirteen patients developed minor local irritation of the titanium elastic nail. Eleven patients had some limitation in forearm rotation. Further it was reported by author that they did not experience any complications that can be attributed to implant malfunction or poor design. This report is for an unknown synthes titanium elastic nail system. This is report 1 of 2 for (B)(4).